Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to some kind of stress problem. The insulation beak failure is a mechanical component problem; however, the cause of the insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The endoscope sheath was returned to the service center with a report of inner sheath lock issue. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device had an isolation beak (ceramic tip) have crack on it. There was no patient involvement.